Event description:
Upon completion of a service modification (replacement of collar wash waste valves) performed by a field service engineer, the customer reported that the reagent probe b collar wash valve of the unicel dxc 600i synchron access clinical system worked for a short time then failed later that day. The customer reported that they were alerted to the problem when liquid was observed on top of the reagent carousel the reaction wheel cover. The customer stated that the instrument also generated multiple "cuvette dirty after washing" errors. The customer indicated that the leak was contained within the instrument. The customer alleged that erroneous results were generated but the customer stated that they are unable to provide any data. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and resolved the leak by replacing the reagent probe b collar wash valve.